Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had an audio anomaly. They were unable to change the sound¿s settings. The customer set the insulin pump¿s volume to 1 but it was alarming as if it was set to the highest setting of volume. They also tried to change to vibrate but they got the same result. They were advised to change the battery and if it does not work, to reset the insulin pump. The customer will call back for further troubleshooting. The customer¿s blood glucose level was 10.4 mmol/l. The device will not be returned for analysis.